Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction alert 57 was confirmed via failure investigation. User complaint of device malfunction alert 90 was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump triggered malfunction alerts identified as a software runtime error and an algorithm output range error, after which a replacement pump was arranged and the user was instructed to shut down the device and continue regular therapy until the replacement arrived. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a persistent software runtime error associated with device malfunction that was not resolved by power cycling. However, failure investigation was unable to replicate the reported algorithm output range error affecting the pump¿s control algorithm, and no fault was found. It was concluded that the cause was a software-related malfunction of the device.